Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient did not recharge his scs ipg for more than six months, and as a result, the patient's ipg would no longer communicate with external devices. Surgical intervention took place on (B)(6) 2015 at which time the patient's ipg was explanted and replaced. Effective stimulation was reportedly restored postoperative.